Event description:
Placing midline in pre-op holding spot. Unable to slide catheter over guide wire after blood return. Went to pull needle back and unable. Pulled whole catheter and needle out because wouldn't pull out smoothly. At last approx inch of catheter could feel catheter stuck under skin just below surface. Showed the physician the problem. Could feel end of catheter still attached (not deep. With the physician's advisement at my side, I pulled with steady pressure. I was able to remove intact catheter and it didn't take much pressure. There was a small amount of bleeding at the site. Post incident, site applied with dressing. Catheter looks twisted, making a kink in catheter.